Manufacturer narrative:
Pr#: (B)(4).

Event description:
The customer contacted philips healthcare and advised the device had a red x that was cleared by running subsequently opcheck. There was no pt involvement.